Event description:
An adverse event regarding the femoral component was received on (B)(6) 2026. A 70-year-old male patient underwent rt. Tka surgery using the u2 total knee system on (B)(6) 2025. The procedure was uneventful, and the patient was discharged in stable condition with regular follow-up. The patient has experienced pain in the right knee joint since (B)(6) 2026. The test results of the joint aspirate indicated streptococcus anginosus infection, and imaging studies revealed a radiolucent line around the implant. Due to septic loosening of the implant, debridement and revision surgery were performed on (B)(6) 2026, followed by antimicrobial therapy.

Manufacturer narrative:
The products suspected in the reported adverse event were not returned for investigation. A review of the manufacturing records for the reported femoral component, tibial baseplate, tibial insert, and products from the same lot confirmed that the final product dimensions and appearance were all in compliance with the design specifications, with no relevant abnormal findings documented. Accordingly, manufacturing quality defects or design-related anomalies are not considered to have contributed to the reported event. In addition, the patient had high-risk factors for infection, including advanced age and a history of diabetes mellitus. Accordingly, the physician determined that this adverse event was attributable to the patient's compromised immune condition. This case is considered an isolated clinical event, not related to product quality.based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. We are submitting this report as our product cannot be excluded as a potential contributory factor to the reported issue. The product associated with this case: 1. Femoral component, posterior stabilized, #6, right (product number: 2103-3260 / lot number: 24k292a), (UDI: (B)(4). 2. Tibial baseplate, cemented, #4 (product number: 2203-3040 / lot number: 24l485b)(UDI: (B)(4). 3. Tibial insert, posterior stabilized, #4, 9mm thick (product number: 2303-3041 / lot number: 24j457ae),(UDI: (B)(4).